Event description:
A fit (not overweight), pt underwent a microdiscectomy at l4-l5. Within approx 2-3 minutes of application of 3g of adcon-l during closure of the wound (where a local anesthetic, ropivacaine [naropin], was applied), the anesthesiologist reported a severe drop in blood pressure initially to 70/40 mmhg, and then quickly to 00/00 mmhg. The pt also developed tachycardia and a skin rash. The pt was resuscitated with epinephrine and solumedrol (aaprox. 40 minutes). Subsequently, in the ICU, it was determined that the pt had a "massive disseminated intravascular coagulation" and a drop in platelets (from 200,000 to 70,000). The pt was in a coma, vital signs stabilized, ECG was back to normal, and coagulation was back to normal. The pt also received a transfusion. As of 9/27/2000, a pt was in a coma.

Event description:
Gliatech rec'd further info regarding this pt/event in a fax from dr. Otten, the surgeon, on 1/26/2001. The fax indicated that "the pt is going well with no apparent neurological deficit. She may suffer from some minor neurological trouble (i.e., memory, concentration, etc.) But very subtle. She had the sensitivity skin test but results are not in written form. All drugs used for this pt's operation have been tested and every single one tested negative, including adcon-l."

Event description:
Gliatech rec'd a letter from dr. Otten, the surgeon, on 11/1/2000, indicating that the "pt had been discharged from the hospital with no apparent sequelae. Pt had cardiac investigation and coronarography with minimal damages." Note: the above mentioned letter was faxed to dr. Anita kedas, FDA, on 11/16/2000, per her request.